Event description:
A case was found where the automatic water supply tube came off the chamber during use. It came off with a tiny little slight stress. Since this is the same lot of breathing circuit set, we believe there is some tendency. (Lot.1900012924) the customer is upset that no measures have been taken at all. The same applies to water leakage. Please take measures immediately.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was in use. The root cause was determined to be a defective water chamber. The breathing circuit set (incl. Water chamber) was replaced to solve the issue. There was no patient or user harm. Regarding the "leaky chamber" cases, ecom-2665 has been initiated and completed to develop and implement the required improvements.